Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. The patient has alleged tonsils nodules. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. The patient has alleged tonsils nodules. Medical intervention was not specified. Now, the manufacturer alleging that the allegation is a product problem. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Corrected section b1 from adverse event to product problem. Product UDI section has been updated. Section h1 selected as product problem. In addition, appropriate code updated/corrected in this follow-up report.